Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for device return date, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), it was reported that a patient experienced nerve damage during a dental implant procedure. The implant was removed on the same day.